Event description:
Dr was performing a percutaneous nephroscopy and using forceps to remove stone fragments, when one of the jaws broke halfway down length of jaw and fell into pt. Dr retrieved piece, swapped out broken instrument and completed procedure. There was no adverse effect to pt, and pt condition post-op was stable.